Manufacturer narrative:
Ni

Event description:
An international health professional reports a case of anaphylaxis after a patient underwent a pharyngoscopy procedure for removal of a pharyngeal cancer. Disopa solution was used for disinfection of the laryngoscope. Approximately 2 hours after the procedure, the patient became unconscious and had a blood pressure of 69/59 mmhg; his oxygen saturation level was 87% and a rash was observed over his entire body. The patient was given a several medications and his blood pressure dropped to 47/34 mmhg. He was transferred to the intensive care unit [ICU] and he remained hospitalized for 3 days receiving intravenous fluid and antihistamine medications. His blood pressure stabilized and he became fully lucid. He recovered and was discharged. The doctor was unable to determine what caused the anaphylactic reaction.

Manufacturer narrative:
Corrected expire date from na to unk. Corrected data from "initial use of device" to "reuse." (B)(4). Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, supplier evaluation and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra was reviewed for "anaphylactic reaction" and the risk was determined to be low. Visual analysis was not performed as the product was not returned for evaluation. The supplier was not notified of the issue since it was not identified as a manufacturing or functional issue. Retains testing was not performed since it was not identified as a manufacturing or functional issue. Allergy testing was performed for disopa, cercine, atropine and xylocaine and the results were all negative. The assignable cause is unknown at this time. Multiple attempts to obtain information regarding their rinsing process was unsuccessful. Therefore, user error cannot be ruled out as a cause. The issue will continue to be tracked and trended.